Event description:
Heal laa study with patient identifier (B)(6). It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx pro laa closure device with delivery system (wds). Nine (9) days post index procedure the patient presented with chest pain and dyspnea. Ten (10) days post index procedure echocardiogram identified a trace pericardial effusion. No interventions were administered, and the event is ongoing.